Manufacturer narrative:
Reported device marketed in the u.s., only for veterinary use, however, similar device or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k011375. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample for analysis. Without closed samples and/or defective samples a proper analysis cannot be performed. Reviewed the batch manufacturing record, this product had a normal process and the result during the process fulfils usp/ep and b. Braun surgical requirements. Remarks: when working with monomend mt suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monomend mt suture. The client (veterinarian) reported that the thread breaks apart when the suture is being used during surgery. They were using it to finish up a surgery but the suture kept breaking. No further information has been provided.